Event description:
Resident got out of bed, was standing with walker, walker folded up - patient fell to floor on left side. Head struck table. Has 1 inch long laceration on left side of head - cleansed and dsd applied. Complained left leg and hip - unable to bear weight - sent to st. Elizabeths hospital. Admitted with fractured left hip. Upon exam of folding walker the lock on top of walker does not lock - sides fold up g with the smallest amount of pressure.note: patient has used this same walker for a long time.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, unanticipated adverse reaction - long term, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.